Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope displayed no image. The issue occurred during inspection of the device for a routine bronchoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4 the device was returned to olympus for inspection and the reportable malfunction was confirmed. Additionally, foreign object was observed on the electrical connector. Based on the results of the investigation, the event was attributed to foreign object (dust/dirt) in electrical connector causing the image to black out. A definitive root cause could not be established for the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.